Event description:
Medtronic received information regarding a navigation system being used during a craniotomy procedure. It was reported that there was an alleged inaccuracy case for a tumor resection in the occipital lobe that was performed on april 1, 2026. A medtronic representative was present for the procedure and they followed the appropriate protocols to insert navigation data based on the patient¿s pre-operative MRI for guidance. During the procedure the screen showed the mass and they used the guidance to remove the area of malignancy. The procedure appeared to go well. After the surgery, a post-operative MRI revealed the mass was not removed and that a portion of the sagittal sinus vein was injured. Based on the post-operative MRI, it was suspected that there was an inaccuracy in the system¿s guidance. Specifically, it was suspected that the navigation output did not correspond as expected with the patient¿s true anatomy, leading to an suspected erroneous incision decision based on suspected inaccurate navigation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.